Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the 64 year old female patient was on impella cp support and during support, the pump was started into auto mode once it reached 1.6 l min flows it would not go any higher. Once taken out of auto mode there were suction alarms. The staff turned down the pump to p-0 then back up to p-2 and p-3 with same result. The doctor pulled the catheter back across the aorta and got normal flows. Staff were unable to recross the valve and the impella was removed. The patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. Low pump flow: clinical states that upon pump implant, low flows were observed at p-9 with suction alarms. Same result was observed at lower p-levels. Pump was pulled out for repositioning but unable to recross valve. Pump was returned for investigation. After running the pump in the lab, saturated flows were observed along with degraded biomaterial stuck on the impeller of the pump. No cannula kink, damaged impeller blades were observed. Data logs were investigated and there were suction alarms observed at p-level change and due to low flow, pump was explanted. No other abnormalities observed in data logs. Therefore as per the product review, the root cause of the low pump flow issue was most likely biomaterial found on the impeller of the pump. Positioning issue: clinical states that due to suction alarms and low flow, the pump was troubleshooted and pulled back into aorta and better flows were observed but the pump was unable to recross the valve leading to impella removal. The guidewire was removed before pump start and most likely the re-access was carried without a guidewire. Therefore, the root cause of the positioning issue was most likely wireless re-access which is an improper technique. The impella device is not indicated for wireless re-access per instructions for use.